Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds in bipolar. The lead was reprogrammed and the patient experienced pulsing in the neck from unipolar stimulation. No further patient complications have been reported as a result of this event.